Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (between august 10, 2016, and july 30, 2019) this study aimed to assess a retrospective study evaluated outcomes of safety of combined division vs separate division of the splenic vein in patients undergoing distal pancreatectomy. An endo gia reinforced reload with tri-staple technology [black cartridge] was used in all patients. The pancreatic parenchyma was compressed with the stapler for more than 5 minutes before transection. There were 316 patients in the study and complications included: bleeding at the staple line, pancreatic fistula, pancreatic injury (crush injury or laceration), and postoperative hemorrhage. Blood transfusions, suturing of the staple line due to bleeding, re-resection of the pancreas due to pancreatic injury and conversion to open procedure were reported. Staple failure occurred in 8 patients who were excluded from the study.